Event description:
It was reported that some small metal fragments were nudged off the top inner part of the shaver blade. It is unknown if all the pieces were removed from the patient, however, this does not represent any serious injury to the patient.

Manufacturer narrative:
One 3.5 mm full radius blade was received for evaluation. Functional inspection confirmed the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. Visual assessment showed a surface abrasion on the inner distal tip. One of the edgeform teeth of the inner blade showed slight damage. The outer blades edge form has corresponding damage. All indications point to the inner blade edge form/teeth contacting the outer blade edge form use.